Event description:
It was reported by a non-medical professional that the patient underwent a spinal procedure during which two titanium rods and titanium screws were implanted for posterior stabilization. The patient's pre-procedure back pain reportedly failed to improve, and a second surgery was performed fourteen months post-op during which it was discovered that one titanium rod and a screw had "fractured and splintered" in the patient's lower back reportedly causing permanent damage to the patient's neural elements. The patient is reportedly experiencing radiculopathy in the thighs, hips, buttocks, and left leg. No additional information has been provided.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.